Manufacturer narrative:
The unit was returned to the analysis site due to the st holsters green cable has exposed wires, and during testing the engineer received green cable error codes (no codes noted) and taped the holster together with electrical tape. The analysis site confirmed the customer complaint and to correct the complaint, the site replaced the green cable due to it was damaged and causing the green cable errors per the customer complaint, and replaced the e-clip due to it was damaged during disassembly. Per the mammotome service manual, service test were performed and no functional faults were found. As part of the standard ees service process, added heat shrink to the green and blue cables. The device history record had been reviewed and has passed qa inspection.

Event description:
It was reported that the st holsters green cable has exposed wires. During testing the engineer received green cable error codes (no codes noted) and taped the holster together with electrical tape. There was no pt consequence reported.